Event description:
It was reported that during an unknown procedure, the pad was detached at the proximal part during activation. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.